Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for the reported complaint was due to the defective load cell 2. During visual inspection, no issues were observed. The archive data review showed occurrence of ua07 error. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test results confirmed load cell module 2 was over reported. The load cell 2 needs to be replaced to address the ua07 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. User was unable to clear the ua 07 error message. No patient involvement.